Manufacturer narrative:
The returned pump was visually inspected and no delaminated epo-tek, impeller damage, or biomaterial were found. An orange material was observed on the edge of the cannula delo joint and within the cannula to outlet cage bond. The cannula was inspected via borescope and a rough transition edge was observed between the cannula and the outlet cage. The pump passed electrical testing. The returned pump was cleaned and prepped for hemolysis testing. The pump failed hemolysis testing. Intermittent suction was observed throughout the hemolysis test. The orange material was likely blood or denatured proteins that had entered from the cannula ID to within the cannula to outlet cage bond and out the delo joint. The cause of the hemolysis was most likely a partial cannula detachment from the outflow cage resulting in a rough transition edge. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot. Hemolysis is listed in the tempubunsho as a potential adverse event that may be associated with the use of the impella device. Abiomed will continue to monitor these types of events. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella cp was returned; however, due to covid-19 work from home policies, the returned product was unable to be visually inspected. The root cause of the hemolysis cannot be determined. Data logs were not provided. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related to this failure mode in this lot.

Manufacturer narrative:
The impella cp is expected to be return. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) japanese male patient had impella cp pump inserted in the right femoral for cardiomyopathy. It was reported the physician suspected hemolysis during pump support. Pfhg levels were not provided. Pumps flows were lowered; however, there was no improvement. As a result, treatment was escalated to 5.0. No further information was provided.